Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vaginal cuff closure in a total laparoscopic hysterectomy, a piece of straight needle fell into the patient¿s cavity. They noted that the suture was difficult to load and unload. They used another suture and a new device to complete the case. There was no patient injury.